Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using u-500 insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.